Event description:
The device (bard finesse ultra) jammed during the first pass of a breast biopsy, leaving the tissue sample trapped inside the probe .normal reset procedures did not work and after calls into customer service the sample was retrieved and sent on for pathology.